Event description:
The customer reported that at 4:45pm on (B)(6) 2014, his blood glucose reached 285mg/dl, so he input a correction bolus of 6 units. By 6:30pm, the customer's blood glucose was still elevated at 257 mg/dl so he bolused another 3 units. On (B)(6) 2014 at 5:00am, the customer's blood glucose was 254mg/dl. At this time, the customer noticed that the cannula had dislodged from the infusion site.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.